Manufacturer narrative:
Based on information provided by the distributor who attended the surgery, the case involved a pathological fracture, and after tumor resection there was not much of a bone left. The involved device was not available for examination. It is noted, that incidents of plate breakage in nonunion cases (e.g., in pathological fractures), are known and documented in the literature. Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. This report is submitted following an FDA inspection at the manufacturer facility. Device was disposed off at hospital.

Event description:
A piccolo composite proximal humerus plate was implanted to treat a pathological fracture (after tumor resection, thus with lack of bone tissue). A few weeks after implantation the plate broke and was removed (exact date is unknown; between the end of (B)(6) 2016 and beginning of (B)(6) 2017).